Event description:
(B)(6) clinical study. Same patient as MDR ID#: 2134265-2012-04575. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain, myocardial infarction (mi) and required a target vessel revascularization (tvr). In (B)(6) 2010, the patient was diagnosed with stable angina (ccs class 2) and cardiac catheterization was recommended. The 1st lesion was located in the mid right coronary artery (mid rca) with 99% stenosis and was 16mm long with a reference vessel diameter of 3.10mm. The physician treated the lesion with pre-dilation and placement of a 2.75x20mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The 2nd lesion was located in the distal right coronary artery (dist rca) with 50% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with crushing sub sternal chest pain and diaphoresis. The patient was diagnosed with acute inferior myocardial infarction and cardiac catheterization was recommended. The 100% stenosis in the mid rca was treated with balloon angioplasty using a 2.50x15mm non-bsc balloon. Two or three dilations were done up to 12 atmospheres and the balloon was unable to move distally. Then a 2.50x15mm non-bsc balloon was used to perform multiple dilations. This area was dilated again using a 3.00x15mm non-bsc balloon, followed by dilating the previously stented segment using a 3.00x15mm non-bsc balloon, resulting in a satisfactory flow. The event was considered as resolved without residual effects and the patient was discharged on aspirin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in july 2010, the patient presented with retrosternal chest pain radiating to jaw and neck with diaphoresis and shortness of breath. During the index procedure, type a dissection was noted after the first 2.75x20mm taxus liberte stent was deployed in the mid rca and post-dilation using a 3.0x15mm quantum balloon. The grade a dissection and the 50% stenosis in the distal rca was treated with placement of the second 2.75x16mm taxus liberte stent in distal rca, which was overlapping the first stent in mid rca. In june 2012, stent thrombosis in the totally occluded mid rca and distal rca was noted. This was treated with balloon angioplasty using a 2.50 x 15 non bsc balloon. Two or three dilatations were done up to 12 atmospheres and the balloon was unable to move distally. This was then exchanged for a 2.50 x 15 non bsc balloon and multiple dilations were performed. The area was dilated again using a 3.00 x 15 non bsc balloon. This was followed by thrombectomy within the previously stented segment using a 3.00 x 15 mm non bsc balloon. This resulted in a satisfactory flow. The patient was discharged on aspirin and ticlopidine. In july 2012, the patient presented with chest pain. Cardiac catheterization was recommended. The 70% focal stenosis in the gap between the two patent overlapping stents in the rca was treated with a 3.00x8mm promus element plus stent. In addition, (B)(6) 2012, the 80-90% distal stenosis was treated with pre-dilation and placement of a 2.5x12mm promus element plus stent, with 0 % residual stenosis following post-dilation. The event was considered resolved without residual effects. The patient was discharged on aspirin and brilinta.